Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing. It was further reported that possible ventricular over-sensing was noted due to the implantable pulse generator (ipg) encountering cautery. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.